Event description:
Complainant alleged that during biomed testing the device failed to have pacer output although pacer marks showed on the device's display. Complainant indicated that there was no patient involvement in the reported malfunction.